Event description:
The patient reported that on (B)(6) 2012, she experienced blood glucose (bg) of 532mg/dl without signs or symptoms of hyperglycemia. She said that she delivered a correction bolus and did not require additional assistance. The patient stated that ate a meal at 5:30pm and was confused about how to enter carbohydrates into the ezcarb bolus calculator. According to the patient's review of the bolus history there were 6 small bolus amounts between 5:45pm and 5:49pm that totaled 1.75 units. Customer technical support (cts) calculated that the patient should have delivered 3.3 units according to insulin: carbohydrate ratio programmed into the pump. Additionally the patient reported that there were 4 - 0.0 unit bolus amounts in the bolus history and there were 7 short suspend/resume events in the suspend history. The patient reported that she was trained on the pump recently but was nervous and forgot some of the instructions she was given. Cts provided additional instruction to the patient and encouraged her to call again if needed. This complaint is being reported based on the following conclusion: the patient experienced elevated bg after incorrectly calculating bolus dosage and suspending the pump unintentionally.

Manufacturer narrative:
Customer technical support determined that there was no allegation or evidence of pump malfunction or defect. The pump is not expected to be returned to animas for evaluation at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) . The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no functional defect found with the returned pump. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was tested on a 29 hour flow test and was found to be delivering within specification. The black box shows dates from (B)(4) 2012. The total daily insulin delivery totals were reviewed and correctly reflected the user's programmed basal rates.